Event description:
Related manufacturer reference number: 2017865-2022-44686. It was reported that the patient presented for a scheduled procedure. Upon interrogation prior to the procedure, it was discovered that both leads exhibited low impedance and was oversensing noise which led to auto mode switch. The leads were explanted and replaced. The patient was in stable condition post-procedure.